Event description:
It was reported that the right ventricular (rv) lead dislodged from the implant position. The physician attempted to reposition the lead, however, the helix was unable to be extended or retracted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. An x-ray examination of the helix noted the helix was stretched and bent. As a result, the helix mechanism test was unable to be performed. The cause of the reported event was due to the damage observed in the helix housing which is consistent with procedural damage. Additionally, electrical testing was performed and revealed no indication of conductor fractures or internal shorts.